Manufacturer narrative:
A visual examination of the returned device revealed a kink at the middle of the catheter. Functionally, the needle was able to be extended and retracted without issue. The condition of the returned incident device was not consistent with the complaint that the needle failed to retract. However, the evaluation found that the middle of the device catheter was kinked. Therefore, the most probable root cause is operational context, as the retraction difficulties and observed catheter damage likely occurred due to anatomical/procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the duodenum. According to the complainant, the injection gold probe device was used for injection and cautery, however, the user had difficulty retracting the needle. It was also noted that the working length was kinked. The procedure was completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the duodenum. According to the complainant, the injection gold probe device was used for injection and cautery, however, the user had difficulty retracting the needle. It was also noted that the working length was kinked. The procedure was completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.